Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 85 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 133 mg/dl. During troubleshooting, the integrity of the test strips was determined to be in range. The consumer was educated on these directions for use at the time of call. The difference in the readings were determined to be clinically significant. The meter and test strips in question will be returned for evaluation.